Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in an unspecified site with unspecified juvéderm® voluma¿ and juvéderm® voluma¿ with lidocaine. Patient was also injected in the lips with juvéderm® volift¿. Patient experienced "a few days local infection in the jaw line". Treatment and symptom information not provided. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-55468) and (B)(6);(emdr-55470). This emdr is being submitted for 2nd suspected product, juvéderm® voluma¿.